Event description:
During an mma embolization procedure the physician was using an aristotle 14 (a14-200-001) and plato 17 (pl17-160-001) to advance and deploy penumbra swiftpac coils. Once done deploying the coils and going back in with the wire the physician stated the wire would not pass thru the plato 17 and then a piece of the wire sheered off inside of the plato 17 microcatheter. There was no injury to the patient.

Manufacturer narrative:
A review of the manufacturing lot was conducted and all tests and inspections met the acceptance criteria for lot release. An attempt was made to gather additional information regarding the case on 15oct2025 to clarify whether the returned device was the actual complaint device, however, the sales representative could not confirm and noted that the physician thought that what came out of the catheter when the complaint guidewire was removed was part of the guidewire.